Event description:
It was reported that the device emitted smoke and thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : battery-pack was smoking probable root cause for smoke smell or flames coming from device: 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for heat: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke and thermal event.